Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited oversensing which caused automatic mode switch, the lead was capped and replaced successfully on (B)(6) 2016. The patient did not experience any adverse consequence.